Event description:
Country of complaint: (B)(6). Complaint states: the weld seams are not welded correctly, and therefore, the sterility is not guaranteed.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.